Manufacturer narrative:
Evaluation findings of fiber broken within the connector. (B)(4). One flexiva 200 laser fiber was received for analysis. Visual examination and examination under magnification of the returned laser fiber revealed that the exposed glass tip measured 3.0 mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was not visible exiting the distal tip. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 200 tractip laser fiber was used during a stone management ureteroscopy procedure in the kidney performed on (B)(6) 2014. Reportedly, the laser unit was set below 20 watts. According to the complainant, during introduction, outside the patient, the physician noted that there was no red aiming beam when the fiber was plugged into the laser unit. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.